Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's mother contacted med-el requesting a replacement speech processor after indicating that it might have been damaged following the pt bumping her head. Further info received on (B)(4) 2012 stated that the pt had been seen today at her clinic, no impedance could be obtained during testing.